Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The caller stated that they were unsure about the cause of death. The caller stated that the customer got a flu shot, started feeling weak, and the next day he passed away. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that they removed the battery from the insulin pump because the device was alarming low reservoir. When the caller placed a battery in the insulin pump, it alarmed battery out limit. The caller declined troubleshooting for the battery out limit alarm. The caller agreed returning the insulin pump for analysis.